Event description:
It was reported that the right atrial lead was oversensing far field signals and possible retrograde p waves; the oversensing resulted in an episode of atrial tachycardia/atrial fibrillation (at/af) being stored. The lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. .concomitant products: 6935m implantable tachy lead 2013 (B)(6); 4598 implantable pacing lead 2013 (B)(6). (B)(4).